Event description:
Customer's friend and roommate reported that customer passed away on (B)(6) 2014. The friend had been receiving customer's bills and she wanted to stop receiving customer's notifications. She stated that customer's cause of death was possibly due to diabetes and a (B)(6) infection. Customer had (B)(6) in his blood stream. Customer was hospitalized in (B)(6) 2014 and passed away while in the hosp. The friend did not know any other details regarding customer's death. She did not have any of customer's devices. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.